Event description:
It was reported that the device had no disposable detected. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated " no disposable detected" issue was not confirmed, however a ¿co2 accuracy¿ test failure was confirmed. The cause was verified during internal inspection. Workmanship at bd. The nano assembly tubing was improperly routed, causing it to kink and obstruct gas flow. Fi report to be uploaded to salesforce and device routed to service depot for repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated " no disposable detected" issue was not confirmed, however a ¿co2 accuracy¿ test failure was confirmed. The cause was verified during internal inspection. Workmanship at bd. The nano assembly tubing was improperly routed, causing it to kink and obstruct gas flow. Fi report to be uploaded to salesforce and device routed to service depot for repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had no disposable detected. There was no patient involvement.